Event description:
Boston scientific received information that during a follow up it was noted that this right ventricular lead had high out of range pacing impedances, a decrease in sensing, and an increase in pacing thresholds. A lead extraction procedure has been planned, while at this time the device was reprogrammed for optimization. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information revealed that this right ventricular lead was fractured and was extracted and will be returned for analysis. A new lead was implanted with no complications. No adverse patient effects were reported following the procedure.